Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced hemolysis and anemia. The patient was transfused one unit of packed red blood cells. Due to suction alarms and decreased output the pump was repositioned and the p level of the pump was increased. Suction events occurred and the pump was repositioned again. The suction events did not resolve. During repositioning of the device, the sheath broke. The patient then exhibited an increased white blood cell count and positive blood culture and drainage results. Antibiotics were administered. A skin defect was observed at the access site. A wound vac was placed in addition to irrigation and partial graft removal. The patient also developed endocardidtis and vegetation. The patient was in stable condition.